Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal colon resection in a lower anterior resection procedure, the radial reload on a powered handle could not fire even though the firing indicators was flashing. The handle zones were also moving between zone 2 and zone 3. There was also too much tissue within the jaws that also exceeds the length of the reload, hence preventing complete clamp down and firing. The surgeon attempted to compress less tissue but the device still wouldn't fire. To complete the case, a manual handle was used. There was no patient injury.